Manufacturer narrative:
Zimmer biomet (B)(4). Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that an unknown healing abutment was unable to seat into an implant. Doctor suspect the internal threads of the implant may be stripped. As a result, implant was removed. Tooth location 18

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown healing abutment and one 3i t3® tapered implant (bopt6510) were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the devices were not returned. Pre-existing condition noted on the per was good oral hygiene. The implant had been placed on tooth # 18 when the incident occurred. X-ray or picture images were not provided. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, device malfunction and the reported event could not be verified. A definitely root cause could not be identified; however, the probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating or excessive torque applied during placement. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.